Event description:
It was reported that the plastic tip of the femoral implant impactor broke. A delay of 0 to 30 minutes reported. Device broke while inside the patient. An s&n backup was available.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. A medical investigation was conducted and confirms this case reports a tip breakage of the femoral implant impactor during use internal to the patient. It has not been reported if the broken pieces were recovered from the patient. No clinically relevant supporting documentation was provided for inclusion in this medical investigation. Therefore, the root cause of the reported tip breakage could not be determined. The femoral impactor tip are manufactured and intended as externally communicating devices and are not approved for long term internal tissue exposure and long-term implantation data is not available. The patient impact beyond possible micro-motion and/or migration and local irritation/discomfort cannot be determined. Per report, a s&n backup was available to complete the procedure with a delay of 0 to 30 minutes reported. The impact to the patient beyond that which has already been reported cannot be determined. Should any additional medical information be provided, this complaint will be re-assessed. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.